Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when opened the kit, the groshong catheter would normally be individually sealed in bags, but they were not sealed and there was no sign of them being sealed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an unsealed package is confirmed and was determined to be related to the manufacture of the product. One pouch package was returned for evaluation. An initial visual observation of the returned sample showed no use residues throughout the packaging. Nothing was written or printed on the returned packaging. It was observed that one side of the packaging was opened without a seal. A microscopic observation revealed the seal was missing along one of the 4 in. Sides of the packaging. The part number was pulled up to verify the groshong is packaged in an individual 8 in. X 4 in. Pouch with a chevron seal according to drawings. The returned pouch was observed to be missing its chevron seal. This failure was determined to be related to the manufacture and packaging of the product. This complaint will be recorded for future trending and monitoring purposes.